Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the heartstring iii made a small v-shape tear at the site of the aortotomy.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unk. (B)(4).